Event description:
Reporter recalled experiencing the er1 message about a week ago. Reporter simply retested and obtained a blood glucose result. Reporter only recalled that he was satisfied with the result, not what the result was . At the time reporter felt he head performed the test wrong. Reviewed technique with reporter satisfactorily. Reporter does not perform the control solution test. Provided training on control solution test.